Event description:
It was reported that during a stenting treatment procedure, the catheter became stuck on the guide wire. The target lesion was located in an unspecified coronary artery. A non bsc guide wire was unable to be advanced through the shaft of the 3.0x12mm promus element coronary drug-eluting stent system. The physician noted he thought the shaft was "clogged". The wire was cut and the system was removed from the patient. The stent remained intact. The procedure was completed with another of the same device. Additional information was requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).